Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily calcified, moderately tortuous mid left coronary artery. The 3.50x18mm xience alpine stent delivery system (sds) failed to cross due to anatomy. During advancement the stent dislodged from the balloon and was removed via snare. The procedure was completed with a 2.5x23mm xience alpine, a 3.0x48mm xience xpedition, a 3.0x23mm xience alpine and a 4.0x15mm xience sierra stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was inadvertently discarded before analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. The dislodged stent was successfully retrieved by a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.